Event description:
It was reported that during a hemorrhoidectomy procedure, the device did not fire completely and got stuck in the middle of the firing sequence. There was an incomplete staple line leading to bleeding and it had to be hand sutured. Another device was used to complete the procedure. There were no adverse consequences to the pt reported.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.